Manufacturer narrative:
Additional information: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had difficulty breathing during peritoneal dialysis (pd) treatment on (B)(6) 2018. The patient was in hospice care and had a history of atrial fibrillation and end stage renal disease. The patient had difficulty breathing during treatment and treatment was discontinued. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient expired at home on (B)(6) 2018 due to congestive heart failure (chf) while receiving hospice care. The patient contact stated that there was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s). Additional information regarding the patient and the event was requested but has not yet been provided.